Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two (2) patients experienced a crack in the implanted intraocular lens (iol) implant after a procedure. The healthcare professional stated they checked the lens prior to implantation and there were no visible cracks. This record is for the 2 patients on this date of event.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received with the patient identifiers and specific lens information. This record will be for first geriatric patient with the event occurring in the right eye on this event date. An additional record will be opened for the other patient.

Event description:
Additional information has been received stating that all surgeries were completed and the iols remain implanted so far.

Manufacturer narrative:
The manufacturer internal reference number is: (b)(5).

Manufacturer narrative:
The product was not returned for analysis. Only photos were provided. Photos of the implanted lens were provided. There are lines/marks on the iol that have the appearance of a possible fold lines. No determination can be made from the photo. The complainant states the use of company iii d cartridge and pe-ha visco which are not qualified to be used with the associated iol model. Video review: the only thing that immediately stood out is the cartridge being rinsed before the ovd is added and the amount of ovd being placed into the cartridge. It appears the ovd is only being placed at the loading area, which isn¿t sufficient. Ideally, the cartridge should be filled 2/3 with ovd". While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of non-qualified combination may result in delivery issues and/or damage. In addition to this, the video was provided as an example of the surgeon¿s technique. On the provided video it appears the ovd is only being placed at the loading area, which isn¿t sufficient. Ideally, the cartridge should be filled 2/3 with ovd. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product manufacturing site updated due to receipt of new information regarding the suspect. Manufacturer report number corrected and reported under 9612169-2021-00268. Evaluation summary was reassessed and evaluation codes were corrected and updated. The manufacturer internal reference number is: (B)(4).